Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
The customer's mother is calling on behalf of the customer. The customer is a (B)(6) year old boy. The customer's mother feels that the meter is giving erratic results. The customer is not experiencing any symptoms of high blood sugar and does not need to seek any medical attention. The customer's expected blood result is 120mg/dl-170mg/dl fasting. Verified the strips expire 5/13/2016. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 397mg/dl and 351mg/dl not fasting. Reviewed meter memory 1: 440mg/dl, (B)(6) 2016 11:17:00 am, fasting:yes. 2: 355mg/dl, (B)(6) 2016 11:16:00 am, fasting:yes. 3: 291mg/dl ,(B)(6) 2016 11:14:00 am, fasting:yes. The customer is concerned with these two results 355 mg/dl on 3/19/2016 at 11:16 am and 291 mg/dl on (B)(6) 2016 at 11:14 am. The customer is testing 10 times a day (fasting) and is taking medication for his diabetes (insulin).